Event description:
During a kit inspection on (B)(6) 2010, the sales representative noted that the shaft of the incompass universal driver was twisted. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
Kit inspection, no patient involvement. Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.